Event description:
It was reported that the patient presented to the emergency room experiencing syncope. The patient had an intrinsic heart rhythm of 30 beats per minute. The pulse generator exhibited loss of output, sensing, capture and telemetry anomalies. The device could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the battery was heavily depleted due to a defective zarlink chip.